Event description:
Two microtainers were placed in a stat-spin centrifuge and machine was turned on. Following correct procedures. Centrifuge barrel broke apart, hit the centrifuge lid, and barrel flew through the air, striking an employee on the lip and causing a laceration. Employee was treated for laceration. Blood spill landed on barrier gowns that employees were wearing.